Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an extension tubing split is inconclusive due to poor sample condition. One photo sample of a safestep infusion set device was provided for investigation. The device is shown with adhesive residue on the extension leg near the hub likely from securement dressing. The safety mechanism is advanced over the needle bevel. A complete fracture or split cannot be seen from the image provided. The surface characteristics of the extension tubing cannot be clearly observed. A plastic container is shown besides the device and has the date ¿6/4¿ written out. The complaint could not be confirmed from the photo provided and is inconclusive at this time. Based on the description of the reported event, possible contributing factors include material fatigue caused by excessive manipulation of the tubing and sharp instrument damage. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported: "we have had another round of issues with tubing crack/splitting in the same areas as before with our port huber needles. Since 5/28, with the same patient the tubing has broken 3 different times. Once again it appears to be the 20 g ¾ in and it is breaking in the same spot, right at the end of the tubing where the clave attaches. The patient was most recently accessed on 6/6 with a 22g ¾ with no issues so far." This report addresses the needle accessed during 5/29 -6/4 re-accessed due to break in line.